Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic gastric bypass, the patient experienced temporary abdominal pain at the trocar incision. The pain was attributed to abdominal tension due to not using long bariatric trocar. The tension was present throughout the surgery, between the trocars and the skin. To address the issue, the arms were carefully docked, and tension was released in different positions.

Manufacturer narrative:
Correction: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a gastric bypass procedure using a trocar, the patient experienced temporary abdominal pain at the trocar incisions. The pain was attributed to abdominal tension due to not using long bariatric trocars. The procedure was a robotic laparoscopic surgery, and the tension was present throughout the surgery between the trocars and the skin. To address the issue, the arms were carefully docked, and tension was released in different positions.